Event description:
Healthcare professional reported an left side rupture. Healthcare professional later reported "continuous pain of medium and low intensity. Numbness, stabbing. Change in the shape of the breast" and "peri-implant content" via ultrasound. The event of "simple cyst" is not device related. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device visibility/palpability: unable to observe as it is a medical event that is not related to the device sensation increase/decrease: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is not related to the device it is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported an left side rupture. Healthcare professional later reported "continuous pain of medium and low intensity. Numbness, stabbing. Change in the shape of the breast" and "peri-implant content" via ultrasound. The event of "simple cyst" is not device related. Device has been explanted.